Event description:
The cobas taqman analyzer, generated a false positive result with the roche hcv asr reagent. The customer reprocessed the same sample and repeated testing on another cobas taqman analyzer at this lab site. No hcv rna was detected in the retest.